Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that after implant, the device alternated between vvi and ddd pacing. The device was programmed to ddd mode.